Event description:
It was reported that the patient with this neurostimulator was experiencing issues with the device. The patient stated that the stimulation was not presenting in the same place it used to. She experienced a fall about one month prior, leading to the device feeling different. It was noted that urinary symptoms came back at the same time. After x-rays, it was concluded that the lead had migrated. Reprogramming was attempted, but was unsuccessful. The patient had a lead revision. There were no additional patient complications.